Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the tmj implants require revision due to perforation of the left fossa, which has resulted in the patient being unable to open their mouth.

Manufacturer narrative:
Additional information: d4, h4, h6. The reported event could be confirmed based on the imaging provided. The patient received bilateral tmj implants in 2024, but in april 2025 a scan revealed a perforation in the left fossa bone, causing dislocation and instability of the fossa component, which led to impaired mouth opening. The issue was determined to result from the bone perforation rather than any defect in the device, and a revision implant was being manufactured as of july 2025. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
No new information.